Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had redness around the cardiac resynchronization therapy defibrillator (crt-d) site and puss oozing out of the device pocket. The crt-d system was removed. No further patient complications have been reported as a result of this event.